Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and autoimmune disorder ('autoimmune diseases') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced autoimmune disorder (seriousness criterion medically significant) and ill-defined disorder ("continous illnesses"). The patient was treated with surgery (hysterectomy, removal of essure device). Essure was removed. At the time of the report, the medical device removal, autoimmune disorder and ill-defined disorder outcome was unknown. The reporter considered autoimmune disorder, ill-defined disorder and medical device removal to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: autoimmune disorder, ill-defined disorder, hysterectomy. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.